Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon deflation of the foley catheter, the tip of the catheter was not present and believed to have been broken off inside of the patient. X-ray and cystogram were performed, however the tip was not located.

Event description:
It was reported that upon deflation of the foley catheter, the tip of the catheter was not present and believed to have been broken off inside of the patient. X-ray and cystogram were performed, however the tip was not located.

Manufacturer narrative:
The reported event was confirmed based on the evaluation. The sample was received open and without original packaging. The sample condition was poor (gross visual evaluation). The drainage bag was removed so the catheter could be evaluated. The tip of the catheter, beginning 0.088 inches from the distal end of the eye, was absent from the returned sample. The area was observed closely for evidence of cutting with a tool. No evidence could be found that the device was dissected using a tool. The device was stretched to look for signs of destabilized latex. No signs of destabilization of the formed material were found. After eye punch processing, two areas of the shaft remain and are adjacent to the eyes. The portions of the shaft remaining measured 0.088 x 0.202 inches, and the other portion measured 0.920 x 0.186 inches. The device measured 18 fr. The specification requires the device measure 16 +/- 1 french (dimensional evaluation). Therefore, the device did not meet specifications for french size. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Patient code 2519.